Event description:
The customer reported the system was freezing, locking up. The fse noted the system locked up during a procedure. There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of patient or staff injury was reported.